Manufacturer narrative:
(B)(4). Publication year of 2007; batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: laparoscopic central pancreatectomy: single institution experience of 6 patients. Authors: antonio sa cunha, md, alexandre rault, md, cedric beau, md, denis collet, md, and bernard masson, md citation: surgery 2007;142:405-9. Doi: 10.1016/j.surg.2007.01.035 medial pancreatectomy is an alternative technique for benign or low-grade malignant tumors of the neck of the pancreas. The authors describe the experience of laparoscopic central pancreatectomy. The authors conducted a prospective evaluation of laparoscopic pancreatic resection in the department of abdominal surgery at haut-leveque hospital, chu bordeaux. From january 1999 until february 2006, a total of 397 patients underwent pancreatic resection for pancreatic lesions, of whom 60 (15%) were enrolled for laparoscopic pancreatic resection. Of the 60 patients, a total of 6 patients underwent laparoscopic central pancreatectomy (age range: 30 to 67 years old; all female patients). During the surgical procedure, the window can be created by electrocautery or with an ultracision ultrasonic device (ethicon). The window must be large enough to allow inspection beyond the gastroduodenal artery to the hilum of the spleen. Reported complications included pancreatic fistula (n-2). This series shows that laparoscopic central pancreatectomy is feasible and safe. The laparoscopic approach for central pancreatectomy is promising but needs more evaluation. In the future, it could become the standard approach for resection of benign or low-grade malignant tumors of the neck of the pancreas performed by highly skilled surgeons.